Event description:
Related manufacturer report number: 1627487-2024-00556, 1627487-2024-00557. It was reported that the patient is experiencing ineffective stimulation due to high impedances on 3 of their 4 leads. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 3 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: , batch: ab2368.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their leads were explanted and replaced.